Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance adjusting the pump basal rate, correction factor, and carbohydrate ratio. Customer stated they believe they may have accidentally changed the carbohydrate ratio and correction factor incorrectly. Tandem technical support guided the customer through adjusting the pump settings. Customer had elevated blood glucose (bg) levels (270 mg/dl). Customer delivered a bolus to bring bg levels back to target range.